Manufacturer narrative:
Results of investigation: a vyaire medical field service representative went on-site to evaluate the customer reported issue. He was able to duplicate the reported issue and replaced the defective front display kit. Ran utv and the vela ventilator unit meets factory specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that the vela ventilator touch screen is freezing up. There was no patient involvement associated with the reported issue.